Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with pre-operative dia gnosis for l2-l3 oblique approach, removal of hardware for broken rods, t4-pelvis revision fusion. Procedure or technique used was lumbar fusion using pedicle screws. Levels implanted t4-pelvis. It was reported that the locking mechanism of the first driver wasn¿t functioning correctly placing screw onto driver. After surgical tech examined the locking mechanism it actually broke off and the driver fell apart. Second screwdriver wouldn¿t seat or attached appropriately into the head of the screw which looks like the tip of the screwdrivers are worn out. There was no fragment left inside the patient. There was no patient symptoms or complications as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: product ID: 5584111, lot #: sw18m029. Visual and optical examination identified that the inner shaft of the screwdriver is missing and the threads are damaged. This is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.